Event description:
It was reported that the 9800 system had the control panel and key board intermittently lock up prior to a case. Also, the collimator locked up during the case. The procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was repaired. The control panel processor was replaced. The collimator was re-calibrated during the service call. The system was tested and found to be working as intended and put back into service.